Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Cause was not known. Reportedly, the customer lost consciousness due to bg level. Customer consumed orange juice in an attempt to address bg. Emergency medical technicians (emts) provided fluids and bg level went up to 120 mg/dl. Recommendation was made to consult with a healthcare provider regarding diabetes management.